Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was unable to upload to carelink, problem isolated to pcb2. (B)(4).

Event description:
Information received by medtronic indicated that they had the carelink upload failing at 95% there history had 6 parse failures. No harm requiring medical intervention was reported. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.